Event description:
In 2007, the pt reported experiencing elevated blood glucose of 22 mmol/l (396 mg/dl) and she feels nauseous and short of breath. Her normal blood glucose range is under 10 mmol/l (180 mg/dl). She stated that she has disconnected from her infusion device and she has been using injection therapy to lower her blood glucose. At the time of the report the pt's blood glucose measured 7 mmol/l (126 mg/dl) and she was feeling "fine." Through troubleshooting, the pt discovered air bubbles in her infusion tubing. The pt was instructed to prime the infusion tubing to remove the air bubbles. The patient was advised that air in the infusion tubing could cause elevated blood glucose. Further attempts to contact the pt for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.